Event description:
It was reported that when the devices were used during a rectocele procedure, it fired an incomplete staple line. The case was completed by hand sewing the staple line. There were no other consequences to the pt.